Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 09/03/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Additionally, it was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. The dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported inaccuracy cannot be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015 into the buttocks. Patient was (B)(6). At the time of contact, no injury or medical intervention was reported.